Event description:
It was reported that during a knee surgery the screw broke during installation. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-4020c-07 serial/batch number (B)(6) was received for investigation. Upon visual inspection, the bio screw was found to be fractured at the tip of the device, with a portion of the material missing. This physical damage may impact device functionality. Functional testing was not performed as the device was received damaged. The most likely cause(s) of the reported failure can be user error, such as improper bone preparation, misaligned insertion, and/or prying the device during insertion.